Manufacturer narrative:
D9: device return information added: h6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. The device was returned for investigation. The cause of pump stop issue was open electrical lines due to use related with catheter kinked and motor cable lines separated/broken at 20 cm catheter marking location which likely occurred at end of case. The cause of placement signal issue was likely due to damaged optical fiber which was use related with catheter kinked at 20 cm marking location. The cause of patient device interaction issue was likely use related with catheter being kinked/twisted at end of case while pump was lodged at bend of subclavian and pulled out leading to vascular dissection. The cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella 5.5 device was inserted into the left axillary artery in a 80-year-old female patient with a past medical history of coronary artery disease (cad), diabetes, and dialysis. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). During the procedure, revascularization was made to the left main artery (lm). While the impella was being weaned for explant, the impella became lodged at the bend of the subclavian artery. Multiple attempts were made to pull the impella out. The motor was stopped, and balloon catheters were inflated at the proximal and distal end to help dilate the artery. The impella was pulled back and removed; however, the subclavian artery was also pulled back with the pump. Immediate attempts were made to tamponade the proximal and distal ends of the subclavian artery. Clamps were used for hemostasis. Viabahn stent grafts were used to recreate the subclavian artery, but was unsuccessful. The patient coded multiple times throughout the case, and eventually expired in the procedure room. Vascular injury is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Manufacturer narrative:
B1 product problem and h6 medical device problem code a141204 was inadvertently omitted on the initial manufacturer device report.